Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, after capsule was placed, the physician went in with a scope and noticed that the capsule was not attached and was sitting in the back of the pt's throat. The pt was not injured following the procedure.